Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to solve the issue, the fse replaced the motor controller board. The fse then stated that after the replacement, there was no electrical test fails code # 50 anymore. The unit was then able to be used normally.

Event description:
N/a

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had an electrical test failure #50. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.